Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient may undergo surgical intervention to address the reported issue. Please note: the concomitant medical products: model 3186, scs lead and model 3383, scs extension. However, implant dates are unknown for both.